Manufacturer narrative:
Additional information provided in sections d.9. H.3. H.6. And h.11. The returned instrument was received at the investigation site in its inner blister. The outer blister and the tyvek foil were missing. The instrument was provided in a closed state and does not show macroscopic signs of damage. There are a few signs of surgery residues. The returned instrument was visually inspected with the aid of a photomicroscope using various magnifications and was functionally tested. It was found that the forceps could not be actuated, remains in a close state. The fact that the instrument stocks in a closed state indicates that the bonding between tube and sleeve got broken. As the blister was opened by the customer, the product was handled. Therefore, the point in time when the malfunction occurred can no longer be determined, nor can the strain put on the device be reconstructed. The customer¿s complaint is confirmed, but a root cause for the connection failure cannot be determined conclusively. A review of the device history record traceable to the reported lot numbers, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. Non-conformance report provided by originator. A non-conformance based review of the lot number was performed and did not reveal any potential contributing factors to the reported complaint. It cannot be determined how or where the damage to the sample occurred. Therefore, the root cause for the customer's reported event could not be determined. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all manufacturer products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. The complaint data will continue to be monitored for evidence of adverse trending and further action will be taken, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the tip of the forceps did not open during surgery. The surgery was completed after replacing the product. The procedure type was not reported. No patient harm was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).